Event description:
I had to go to the emergency room to have all the fluid removed from my lap band. For two days I was unable to keep food/drink down without throwing up. If I bent over I would throw up my saliva. I had esophagus pain from all the vomiting. My esophagus is dilated and I also have acid reflux as a complication from the realize brand lap band.